Manufacturer narrative:
An agfa clinical analyst performed a retro-analysis and reported the findings to agfa service and agfa product quality manager. Agfa's investigation into this occurrence of rmat customizations has revealed that this specific change had the potential to introduce clinical inaccuracies in patient reports. Specifically: new finding created where label does not match the sentence. A new finding was created labeled "moderate ascending" (under aortic calcification of the ascending aorta." Potential impact: when the user attempts to select that there is moderate calcification of the ascending aorta, the sentence produced will describe the calcification as being mild, leading to a high chance of underestimating the disease state which could possibly lead to an incorrect treatment. There has been no reported patient harm for this occurrence. A reportable correction is underway for this issue and has been reported to the FDA via reference #z-2112-10. Agfa will follow the rmat post market verification work instructions to correct the sentence finding. Any further investigation for the site described in this report will be documented in the ongoing cfr part 806 reporting. (B)(6).

Event description:
Agfa submitted MDR report #1225058-2010-00001 to the FDA on june 7, 2010, for a site in the us. A 14th occurrence is being reported for the same issue/same device: impax cv results management administration tool (rmat). This is an internal discovery determined during the implementation of the associated problem correction plan, rmat verification, as reported in FDA z-2112-10. Within this occurrence are 23 different study dates in which an individual MDR report wil be submitted for each associated study date and medical record number/s (mrn) identified.